Manufacturer narrative:
The february 2007 15-month trend chart for the spyglass system product family was reviewed; no adverse trends for this product family were identified, however, the number of complaints received in february 2007 (11) exceeded the complaint alert limit (7). Of the eleven complaints reported for several devices that comprise the spyglass system, there are no other complaints for the spyscope access and delivery catheter component that are similar to this reported event. Therefore, no specific action is warranted at this time. Because this device will not be received by the manufacturer, a failure analysis is not available and we are unable to determine the relationship between this device and the root cause for the reported event.

Event description:
The complainant reported that a female pt underwent ercp for treatment of a "distal common bile duct stricture complicated by the presence of a moderate-sized peri-ampullary diverticulum which acted as the outlet of the sphincter of oddi." Treatment included use of a spyscope access & delivery catheter. A biopsy of the stricture was performed. Following the biopsy, "fluoroscopy revealed air present in the retroperitoneum which indicated a perforation in the diverticulum. The air dissected superiorly into the pleural space; a chest tube was inserted. A stent placed across the biliary stricture successfully compressed the perforation in the diverticulum closed." Beyond observation for 4 additional days, no further treatment was required. The pt was "discharged in stable condition" and a "follow-up visit revealed no concerns." Despite preference for a more rounded distal tip on the device, the physician stated that "the complication was most likely related to the presence of a diverticulum."